Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 400-463 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.